Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: na. (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female who underwent breast augmentation revision with a 400cc mentor memorygel breast implant experienced left sided baker¿s grade ii capsular contracture post procedure. The capsular contracture was diagnosed by a physician. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
On january 4, 2020 additional information received indicated that the grade of capsular contracture is iii, and patient scheduled for removal on (B)(6) 2021. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On january 25, 2021 additional information received indicated that the right side is bigger than the left side. Patient experiencing breast mass on the left side. Patient will go under bilateral replacements with mentor smooth round breast implants plus profile 400cc. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2021, additional information received indicated that the date of explantation was on (B)(6) 2021. On the left side these procedures were implemented: removal of implant . Capsulectomies and capsulotomies . Release of scar contractures , development of a new pocket . Mobilization of tissue with rotation for adding support to fill in the area of the outpouching to minimize outpouching again . Insertion of a 400 ml implant the same as she had before . This report relates to the left prosthesis. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Suspect device was received on (B)(6) 2021: device evaluation completed on (B)(6) 2021. The product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During the visual evaluation, no apparent damage or visual anomalies were observed on the sm mpp gel 400cc returned device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).